Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a double beep no cassette. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was removed. During functional check, the reported complaint was verified. During power up and testing device started to double beep. The downstream occlusion sensor was defective; it was replaced.

Manufacturer narrative:
B5: correction: it was reported that the pump displayed a double beep "no cassette" alarm during testing of the device. No patient involvement was reported. H4: correction: device manufacture date: 13-jul-2009.